Event description:
Olympus was informed by the nurse at the user facility that the customer high-definition autoclavable camera head has an image problem, ¿it goes on and off not sure if there is a short in it¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to the service center where the complaint of kink and knot on the cable was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon ¿image disappears temporarily¿ occurred because the video function did not work properly due to kink and knot on the cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.